Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer stated that their cleaning lady threw away their transmitter. The customer did not want to troubleshoot the high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See svn (B)(4).